Manufacturer narrative:
"A supplemental MDR is being submitted, due to receipt of medical records. Sections b5, h6 - device codes and health effect - impact & clinical codes have been corrected. For h6 - type of investigation, an additional code has been added. This investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 4 years after a successful implant of a transfemoral aortic 23mm sapien 3 valve in a surgical valve, the valve was explanted and replaced with a new surgical valve, due to symptomatic prosthetic aortic stenosis.

Manufacturer narrative:
Investigation for this report is ongoing. H3 other text : no indication of device return.

Event description:
As reported by implant patient registry, approximately 4 years after a successful implant of a transfemoral aortic 23mm sapien 3 valve in a surgical valve, the valve was explanted and replaced with a new surgical valve, due to symptomatic prosthetic aortic stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted, based on investigation completion. Section b3 and h6 type of investigation, investigation findings, and investigation conclusions have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, device stenosis leading to explant was confirmed based on the medical record. Available information suggests patient factors (pannus) likely contributed to the event, as noted in the medical record. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, can contribute to prosthetic valve dysfunction. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and can result in increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.